Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and confirmed that host pc did not boot up properly. Upon troubleshooting, fse found that nc power supply was defective. To resolve the issue, fse replaced nc power supply. After replacement of the nc power supply system returned to good working condition. The codes were updated based on the investigation outcome.